Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has experience visual distortion with both eyes open, trouble reading small print and feels that her eyes do not work together. She also reported that she is diabetic and receives an injection every 28 days due to bleeding behind both eyes. The consumer reported she refuses to wear corrective lenses. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with these events. This report is for the right eye.